Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited failure. Critical battery alarms when the battery had above charge on it that should not have triggered the alarm. The battery was exchanged. No patient complications have been reported as a result of this event.